Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7017603; medical device expiration date: 12/31/2021; device manufacture date: 02/15/2017. Medical device lot #: 4140983; medical device expiration date: n/a; device manufacture date: 06/11/2014. Results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the above a CAPA is not required at this time. Root cause description: silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products that would not present a safety or efficacy issue nor impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. However in this case, there is an unusual aggregation of silicone on the stopper or on the barrel roof area which created the noticeable appearance. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. (B)(4).

Event description:
It was reported that when retracting the plunger on a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip a ¿ring within the syringe barrel¿ was found. There was no report of injury or medical intervention.